Event description:
It was reported that an x-ray showed that the catheter had become dislodged. (Date of the x-ray was not reported) there was no known event that caused this. The health care professional was ordering a myelogram. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.